Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) and high pacing thresholds on the left ventricular (lv) lead channel as well as noise on the right ventricular (rv) lead channel. Technical services (ts) was consulted and further in office review was recommended. No adverse patient effects were reported. This system remains in service.